Event description:
Caller reported an alarm 2 followed by alarm 26, indicating repeated occlusion events. There was no adverse impact to the customer's blood glucose level. The customer changed the infusion set and cartridge before resuming insulin, consistently taking the same actions for all occlusion events.